Manufacturer narrative:
Type of investigation code: b15, b17, b20. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected c1, c2, jw4, jw5, jw1 with 3 vials of juvéderm® volux¿. Approximately two and a half years later, patient experienced a case of late inflammation and granuloma. Granulomas resolved by 90% following the treatment protocol. Biopsy was not provided. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00079 (allergan complaint (B)(6)). This MDR is being submitted for the suspect product, juvéderm® volux¿ (lot number v25la90357).